Event description:
It was reported that during a laparoscopic supracervical hysterectomy procedure, the active blade broke off of the device. The problem was noticed after the device was removed from the patient and handed to the scrub tech. The blade tip was located in the patient after 10-15 minutes of searching and removed laparoscopically. It is unknown if another device was needed to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Additional information: the device was returned with the distal tip of the blade broken off and returned with the device. The remaining blade portion was scratched - evidence of contact with metal in or out of the operative field. The device was activated with the generator and an error code 5 was displayed. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade "lockout" later in the procedure, and continued usage can result in a broken blade

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.